Event description:
[Redacted name] tracker: (B)(4). After pushing propofol to induce anesthesia for an egd (esophagogastroduodenoscopy), the crna noted propofol on the floor. Upon further examination, a small puncture was noted in the tubing. The tubing was sent for examination, new tubing and propofol was hung, and additional propofol was administered. No untoward effect was noted to the patient. Baxter rep working with site to return product. IV tubing code unknown. Manufacturer response for IV tubing, (brand not provided) (per site reporter) rep coordinating with site to ship/return the tubing for investigation.